Event description:
Right ssv: 1% sts-found in popliteal and distal femoral (almost totally occluded). Treated with anti-coagulant. Resolved in 2 weeks.

Manufacturer narrative:
Patient treated with anti-coagulant and scheduled for follow up. Vascular insights has taken all necessary actions to determine if this event was related to the device performance, and cannot confirm there to be any device related failure, however, evaluating future cases performed at this facility and providing any feedback that can improve the use of the clarivein device will be completed. (B)(4).